Event description:
During the course of the tunica vaginalis testis procedure, a bladder perforation which led to bleeding, was identified. The patient was observed for 3 weeks and discharged from observation after the disappearance of bleeding. No further sequelae are reported.